Manufacturer narrative:
The brand name was not provided. This is not an implantable device concomitant medical products: ar40e lens, serial number (B)(4); emerald injector, lot unknown. Device manufacture date: unknown, because the lot number was not provided.

Event description:
It was reported that an intraocular lens (iol) was loaded into the cartridge but the customer had hard time trying to insert the cartridge into the injector. Reportedly, the cartridge seemed unfitting or cracked. Additional information was received and it was learnt that the cartridge was cracked at the tip. No patient contact or injury was reported. The cartridge was discarded by the customer. Another cartridge was used with the same injector and it worked fine. No further information was provided.